Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
It was reported that scale marking error occurred during use with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "glue piston - doubts about the reliability of graduation - sticky does not glue properly (the surface is as a cire use but it is intermitting handling not decreasing the speed of drug administration nurses say that when it takes a medicine there is one some quantity while this did not before, is not a unidentified medicine (sticky that does not stick) resuted to a medicinal drink / loss of time / risk of error (I do not have quantities total affected)please send customer sample return instructions."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking error occurred during use with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "glue piston - doubts about the reliability of graduation - sticky does not glue properly (the surface is as a cireuse but it is intermitting handling not decreasing the speed of drug administration nurses say that when it takes a medicine there is one some quantity while this did not before, is not a unidentified medicine (sticky that does not stick) resuted to a medicinal drink / loss of time / risk of error (I do not have quantities total affected)please send customer sample return instructions."